Event description:
The customer reported to beckman coulter (bec) that while running shutdown, a tubing had popped off the large check valve inside the right side door of the coulter ac*t-diff analyzer leaking fluid. The volume of the leak was less than 50 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
The customer reconnected the popped off tubing. Once the tubing was reconnected, the customer attempted to run the instrument and found that white blood cell (wbc) results were voting out at startup. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse decontaminated the diluent reservoir and internal diluent network and replaced the wbc bath/aperture assembly. The fse then ran a startup and quality control (qc) without incident. The cause of the leak was a disconnected tubing at cv4. The cause of the wbc voteouts was the wbc bath/aperture assembly. (B)(4).